Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose had been increasing since the night prior to calling. The patient's blood glucose was 392 mg/dl, 420 mg/dl, 270 mg/dl, 460 mg/dl, and then 560 mg/dl. The patient's blood glucose at the time of call was 490 mg/dl. The customer had been treating via manual insulin injection. The customer stated that their infusion sets did not appear to be the right size or the correct type. The customer did not have any more infusion sets to change to. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.